Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the customer woke up the pump was off. Despite the attempt of multiple cables and power sources the pump was unable to be charged and remained unresponsive. The customer's blood glucose (bg) level was impacted (324 mg/dl). A manual injection was delivered to correct elevated bg level. It was indicated that the customer would continue to use manual injections as alternate insulin therapy.